Event description:
It was reported that during implant, the right ventricular (rv) lead was sutured in place when the physician decided to reposition due to not being satisfied with the thresholds. When the lead was freed up a defect in the insulation was observed. It was noted that the lead function was normal prior to removal. The rv lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix mechanism and the lead appeared damaged at implant.